Event description:
The customer reported, that the bio-implantable anchor broke while the insertion device was being removed. The sutures came off and the anchor broke into pieces. The pieces were not retrieved, however, there were no adverse patient consequences as a result of the event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. The device history record was reviewed and nothing was found that could contribute to the event. The cause of the event could not be determined without device evaluation.